Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that after suffering a fall on a level surface, the ceramic head in the patient's right hip was fractured. Patient has not been revised as of pi creation as they are awaiting cardiac clearance.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement approximately eight months after implantation due to fracture of the ceramic femoral head after the patient had a fall. I can confirm that this event took place since I was able to review x-rays and the operation reports for the primary and revision procedures. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of ceramic head fracture or multi factorial including surgical technique, implant factors and patient factors, including trauma. In this case it is most likely that the fracture was caused by the patient¿s fall. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement approximately eight months after implantation due to fracture of the ceramic femoral head after the patient had a fall. I can confirm that this event took place since I was able to review x-rays and the operation reports for the primary and revision procedures. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of ceramic head fracture or multi factorial including surgical technique, implant factors and patient factors, including trauma. In this case it is most likely that the fracture was caused by the patient¿s fall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that after suffering a fall on a level surface, the ceramic head in the patient's right hip was fractured. Patient has not been revised as of pi creation as they are awaiting cardiac clearance.